Manufacturer narrative:
There is no evidence to suggest any malfunction of the system, and no report of patient injury or adverse outcome as a result of this event. The femoral head is not discernible in these pictures and the distal cut plane is difficult to identify. Requests for additional x-rays were unsuccessful. Investigation of the event based on the provided x-rays found that the femoral implant does not appear to be fully seated against the distal cut surface of the femur on the medial side. This was measured to account for about 2 degrees of the valgus alignment discrepancy. This appears to have been potentially caused by the presence of a femoral intramedullary rod (pre-existing condition) extending the full length of the femoral shaft that, as can be observed on the lateral view, impinges the anterior flange of the femoral component preventing it from fully seating against the cut. The remainder of the valgus alignment discrepancy, which was estimated at about 6 degrees, could, however, not be explained or attributed to any malfunction of the system. In addition, per the representatives present in the surgery, there was no reported gross alignment discrepancy at the final range of motion verification before closure. Other potential contributing factors could not be assessed as additional information was not available. While the femoral component appears grossly misaligned (roughly 8.0 degrees) no evidence links the implant misplacement to use of the I assist system. Integrity of the pod calibration could not be evaluated as pods were disposed of following the case. No anomaly was detected in reviewing the pod kit DHR. Review of the system logs indicated a very low residual calibration error indicating that the pod calibration was very consistent with the pod outputs. Surgical technique was completed as recommended. Bone fixation of the instruments was very good and there is no indication of instrument movement or free play during the case. Implant misalignment likely occurred due to interference between the implant and the trauma nail in the anterior portion of the femur, but this could not be confirmed due to poor x-ray data and lack of additional information from the surgeon. Pods discarded after surgery; log files.

Event description:
It was reported by the representative that the patient had an 8 degree valgus post total knee arthroplasty as the implant did not seat fully against the femoral cut, due to impingement of the implant against an intramedullary nail.